Event description:
It was reported the patient was unable to adjust the stimulation using the patient programmer. The display indicated a stuck key with a call your doctor icon. The patient continued to have issues with the programmer and also reported a power on reset of the device. Additional information has been requested.

Manufacturer narrative:
(B)(4).